Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a routine check, when auto mode switching episodes due to atrial lead noise was noted. No intervention was performed. Patient was stable and will continue to be monitored.